Manufacturer narrative:
Corrected section: h6 - changed device codes (1) from "failure to cut (2587)" to "electrical issue (1198)". (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed five (5) times using "max life test method" (bacon test). The device activated and transected the tissue five (5) times with no cautery failure observed. We did not observe any electrical issues for the device during testing. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. The silicone insulation on the cold jaw was observed to be peeling and cracked. A piece of the silicone on the cold jaw was peeled from the tip to the base, but remained attached to the base. The silicone insulation was also observed to be cracked in several areas on the cold jaw. There were no observed defects regarding the silicone on the hot jaw. However, the heater wire on the hot jaw was observed to be slightly flexed away from the center, but remained attached to the base and the tip of the jaw. Based on the returned condition of the device and the results of the investigation, the reported failure "electrical issue" was not confirmed. The analyzed failures "peeled" and " material twisted/bent" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Pa was attempting to use the hp device after dissection. Hospital states that although the hp was conducting energy, the energy level was extremely low and not cutting at all. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Pa was attempting to use the hp device after dissection. Hospital states that although the hp was conducting energy, the energy level was extremely low and not cutting at all. A replacement device was used to complete the procedure. The hospital did not report any patient effects.